Event description:
Journal reference: hung sw, hamani c, lozano am, et al. Long-term outcome of bilateral pallidal deep brain stimulation for primary cervical dystonia. Neurology. 2007;68:457-459. This article reports long-term outcomes for a series of 10 consecutive patients with idiopathic cervical dystonia (cd) who underwent bilateral globus pallidus internus (gpi) deep brian stimulation (dbs) between early 2000 and may 2005. Short term outcomes were previously reported for the first 4 patients (reference provided in article). Quadripolar electrodes (model 3387, medtronic) were inserted in all patients, and post-operative MRI confirmed the location. Implantable pulse generators were placed several days later. Programming was started after the pallidotomy-like effect vanished, and patients had returned to preoperative clinical status. The follow-up period was 31.9 +/- 20.9 months (range, 12-67 months). Six patients were termed good responders, and 4 patients were partial responders. One patient (patient 4) had the left gpi electrode removed due to infection 1 years after surgery. Benefits from unilateral stimulation continued for another 2 years, when his cd returned to preoperative baseline. The left gpi electrode was repositioned, and the patient completely recovered the previous benefit.

Manufacturer narrative:
.